Event description:
It was reported that the right ventricular (rv) lead had high threshold and a switch to unipolar pacing as a result of a bipolar pacing wire fracture. The lead was capped, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: kdr901, implantable pulse generator, 2005-(B)(6); 5076-52, implantable pacing lead, 2005-(B)(6). (B)(4).